Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the tower door 3 was failed. Required maintenace. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 failed. The field service engineer (fse) manually opened tower doors and removed a bin that was preventing proper closure. After restarting the station, hardware test application confirmed all tower doors were functioning correctly. Pharmacy staff successfully inventoried medications in each door without issues. The system functioned as intended after the field service engineer (fse) resolved the issue.